Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints reported from this lot. The investigation determined the reported entrapment of the device and guide wire separation appear to be related to operational circumstances of the procedure. Additionally, the treatment appears to be related to the operational context of the procedure as both the embedded portion and the free-floating separated portion of the guide wire were surgically removed delaying the procedure. Additionally, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. Correct physician's name dr. (B)(6).

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the physician was only able to advance a ht balance middleweight universal ii guide wire to the left radial artery and pushed it to subclavian position. During removal of a ht balance middleweight universal ii guide wire resistance was felt with anatomy and the guide wire separated into segments in the patient. Surgery was performed and all parts were removed clinically significant delay was reported. No additional information was provided.